Event description:
It was reported that the customer experienced six leaking cartridges. There was no adverse impact to the customer's blood glucose level due to the incident. No additional information was provided.